Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not follow aseptic technique/did not wear a mask. The patient was not hospitalized for the peritonitis event. Beginning on the day of onset and scheduled to complete fourteen days after the initial receipt of this report, the patient was treated with intraperitoneal vancomycin 2 milligrams (frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.